Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited abnormal pacing impedance. On (B)(6) 2024, the lead was capped and replaced. There were no patient consequences.